Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 1 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube.

Event description:
Reportable based on the device analysis completed on 31-jul-2023. It was reported that error message occurred. An angiojet solent omni was used for thrombectomy procedure. While in power pulse mode, the device experienced a malfunction. After 140 pulses, the machine indicated a flaw in the saline solution. There were no patient complications reported. However, returned device analysis revealed a broken and separated hypotube.